Manufacturer narrative:
The femoral impactor tip disposable ijig broke during use. There was no adverse impact to the pt. Review of the device history record indicates that the device was manufactured to spec. Returned device eval: the femoral impactor tip ijig was returned for eval. A break was present on the edge rail that interfaces with the femoral impactor head attachment. The surface of the impactor tip that interfaces with femoral implant remained intact.

Event description:
The femoral impactor tip disposable ijig broke during use.